Event description:
Doctors were using harmonic scalpel while cutting the fallopian tube and the tip broke off. Tip was recovered and removed from the patient. No injury occurred. Not a reprocessed product.